Manufacturer narrative:
Patient information was not provided. Customer reported date of incident was between (B)(6) 2017. On (B)(6) 2017 was used as the date of incident for this report. Result code is left empty as sample analysis is not yet complete.

Event description:
Customer reported an ICU patient was receiving tpn and insulin via an IV infusion pump. He reported tpn solution was found to be leaking from an injection site where a cfj5-250 curos jet cap was in place. Customer reported the patient had experienced unexplained lower than expected blood sugar before the leak was discovered. The tubing and curos caps were reportedly replaced and no further leaks occurred. Customer reported no patient harm occurred. Customer stated he was unsure at this point if the leak was related to the IV tubing or the curos cap.